Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) had not functioned for three years and could no longer be charged. The patient was unable to undergo a magnetic resonance imaging (MRI) procedure because the device could not be put into MRI mode. The patient confirmed that the device had previously worked but was not beneficial. The agent reviewed the procedure for MRI and redirected the patient to their healthcare provider for further assistance. It was unknown if there was any patient involvement or complications as a result of the event.